Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the gauge failed. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A sample was not returned for evaluation; however, a photo was provided. Examination of the photo noted: an arrow pointing at the gauge. No issues could be substantiated from the photo. The reported defect of gauge failure was not confirmed. One (1) retain was visually examined, and no visual defects were noted. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unopened inflator syringe. Visual examination of the inflator syringe noted that the gauge was not at zero. The reported defect of gauge failure was confirmed. The manufacturer of the gauge evaluated the returned part and determined that the root cause of this defect could have been due to impact or shock during transport. We will maintain this report for further references and continue to monitor other reports for similar occurrences. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If any additional pertinent information becomes available, a follow up will be submitted.